Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos'), pregnancy with contraceptive device ('pregnancy'), caesarean section ('complications of unintended pregnancy') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. He0134n) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration"), adnexa uteri pain ("ovary right side pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the caesarean section, genital haemorrhage, device expulsion, adnexa uteri pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, caesarean section, device expulsion, dysmenorrhoea, genital haemorrhage, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: there were 2 trailing coils on left right side [as written] and 3 trailing coils on left right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos'), pregnancy with contraceptive device ('pregnancy'), caesarean section ('complications of unintended pregnancy') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. He0134n) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2, pelvic pain and dyspareunia. Previously administered products included for an unreported indication: mirena. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and vitamins nos (multivitamins). On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration/essure filaments displaced out of the uterus/ migration of the coil into the uterus"), adnexa uteri pain ("ovary right side pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the caesarean section, genital haemorrhage, device expulsion, adnexa uteri pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, caesarean section, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: there were 2 trailing coils on left right side [as written] and 3 trailing coils on left right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: pfs received. Events added: abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), pain. Reporters information, concomitant drugs, and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pain ("pain"). Essure treatment was not changed. At the time of the report, the device dislocation and pain outcome was unknown. The reporter considered device dislocation and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: reporter and patient demographics were added. Essure indication updated. Injury event was updated to pain, migration, patient did not performed essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos'), embedded device ('metal foreign object within myometrium/one has migrated in her uterine wall/metal foreign object within myometrium') and device breakage ('coiled piece of metal superficial to 0.3 cm in diameter') in an adult female patient who had essure (batch no. He0134n) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included gravida ii, parity 2, pelvic pain, dyspareunia and chronic cervicitis. Previously administered products included for an unreported indication: mirena. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and vitamins nos (multivitamins). On (B)(6) 2018 the patient had essure inserted. In (B)(6) 2018 the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), device expulsion ("migration/essure filaments displaced out of the uterus/ migration of the coil into the uterus"), adnexa uteri pain ("ovary right side pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"), was found to have a pregnancy with contraceptive device ("pregnancy") and underwent caesarean section ("complications of unintended pregnancy"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, caesarean section, genital haemorrhage, device expulsion, adnexa uteri pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, caesarean section, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: there were 2 trailing coils on left right side [as written] and 3 trailing coils on left right side. Prdouct removal date updated from (B)(6) 2019 to (B)(6) 2019. Batch no he0134n production date 2016-11-14 expiration date 2019-11-28 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received. Reporter information added. Event: coiled piece of metal superficial to 0.3 cm in diameter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos') and embedded device ('metal foreign object within myometrium') in an adult female patient who had essure (batch no. He0134n) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2, pelvic pain, dyspareunia and chronic cervicitis. Previously administered products included for an unreported indication: mirena. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and vitamins nos (multivitamins). On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), device expulsion ("migration/essure filaments displaced out of the uterus/ migration of the coil into the uterus"), adnexa uteri pain ("ovary right side pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"), was found to have a pregnancy with contraceptive device ("pregnancy") and underwent caesarean section ("complications of unintended pregnancy"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the caesarean section, genital haemorrhage, device expulsion, adnexa uteri pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, caesarean section, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: there were 2 trailing coils on left right side [as written] and 3 trailing coils on left right side. Product removal date updated from (B)(6) 2019 to (B)(6) 2019. Batch no: he0134n. Production date: 2016-11-14. Expiration date: 2019-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-may-2021: quality safety evaluation of ptc. On (B)(6) 2021: medical record received: reporter information added. Fu 10 and 11 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos'), pregnancy with contraceptive device ('pregnancy'), caesarean section ('complications of unintended pregnancy') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. He0134n) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration"), adnexa uteri pain ("ovary right side pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the caesarean section, genital haemorrhage, device expulsion, adnexa uteri pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, caesarean section, device expulsion, dysmenorrhoea, genital haemorrhage, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: there were 2 trailing coils on left right side [as written] and 3 trailing coils on left right side. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received lot number was added. Events "abnormal bleeding (general), dysmenorrhea (cramping), migration of essure ¿ uterus, pain, pregnancy with complication,cesarean section, other ¿ one coil in uterus, ovary right side pain" were added. Reporter information, patient aka name and patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos'), pregnancy with contraceptive device ('pregnancy'), caesarean section ('complications of unintended pregnancy'), genital haemorrhage ('abnormal bleeding (general)') and embedded device ('metal foreign object within myometrium') in an adult female patient who had essure (batch no. He0134n) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2, pelvic pain, dyspareunia and chronic cervicitis. Previously administered products included for an unreported indication: mirena. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and vitamins nos (multivitamins). On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration/essure filaments displaced out of the uterus/ migration of the coil into the uterus"), adnexa uteri pain ("ovary right side pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and embedded device (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the caesarean section, genital haemorrhage, device expulsion, adnexa uteri pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri pain, caesarean section, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: there were 2 trailing coils on left right side [as written] and 3 trailing coils on left right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporter's information added. Medical history were added. Event: metal foreign object within myometrium were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.